Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the pacemaker and right atrial (ra) lead impedance measurement was 500 ohms and increased to 1300 ohms. Review of the ra impedance trending showed erratic increase and decrease in impedance measurements over the last year. Boston scientific technical services (ts) suggested further testing. The patient was referred to an electrophysiologist. At this time the pacemaker and ra lead remain in service and no adverse patient effects were reported.